Manufacturer narrative:
A replacement power adapter was sent to the customer. Attempts to contact the customer to get add'l complaint info were unsuccessful; although, the customer did return the power supply. In summary, a breach in the insulation on the dc output cord was present, resulting in a short which could cause sparking. As a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going. Eval summary: a visual examination of the power supply revealed no deformation on the transformer housing and no holes or openings. A visual examination of the cord revealed multiple twists and kinks and a breach in the insulation approx 2 feet from the dc plug, though exposed wires could not be seen. The power supply was plugged in and the voltage across the dc plug was measured at 0.71 vdc, which indicates that the power supply is not producing the correct voltage. Resistance across the dc plug was measured at 0.78 ohms, which indicates that there is a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as open, which indicates that the thermal fuse did blow.

Event description:
The customer reported to customer service that the power supply for her pump "started smelling, sparked and started smoking." No injuries were reported.